Manufacturer narrative:
A patient experiencing high impedance due to a lead fracture was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
It was reported that the patient had one of their two leads explanted and replaced due to a lead fracture that caused high impedances. Effective stimulation established post op.

Event description:
Related manufacturer reference number: 1627487-2019-14187. It was reported that the patient had one of their two leads explanted and replaced due to a lead fracture that caused high impedances. Effective stimulation established post op.